Event description:
The facility reports after a cranipoplasty the patient experienced a seizure and subdural hemorrhage following surgery and a revision surgery was performed due to an accumulation of fluid over the implant. The hospital is testing for an allergy to gentamicin or the ingredients of the htr-pmi.

Manufacturer narrative:
The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.